Manufacturer narrative:
Date of event: the date of death is unknown at the time of this report, the date provided is the notify date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with an extensive medical history including scleroderma, hypothyroidism and early interstitial lung disease is deceased. The patient¿s device was implanted due to complete heart block. Approximately two months post implant the device programming was changed from dual chamber pacing to single chamber pacing due to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event. One month later the patient was admitted to the hospital and an echocardiogram noted significant reduction in left ventricular (lv) systolic function and a large lv apical thrombus and elevated troponins. The patient¿s medical status was complicated by foot ischemia, left popliteal artery occlusion and splenic/right renal infarcts. At this time the patient was diagnosed with decompensated heart failure. Subsequent echocardiograms noted dilated right and left ventricles, volume overload, mild mitral/tricuspid regurgitation with probable pulmonary hypertension and a large pleural effusion. A loud pericardial rub was observed and there was possible pericardial involvement and constriction. It was suspected that the reprogramming of the device to single chamber pacing aggravated the patient¿s condition. The patient is noted to have passed away after failing to improve with heart failure treatment and treatment for scleroderma.